Manufacturer narrative:
Concomitant products: dvfb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had high thresholds and oversensing of noise was noted on rv electrogram. The lead had a confirmed fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.